Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-sep-2020. The most recent information was received on 06-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ('swollen abdomen/bloating') in a 39-year-old female patient who had essure (batch no. D46951) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2018, the patient experienced abdominal distension (seriousness criterion medically significant), tinnitus ("tinnitus"), flatulence ("flatulence"), vulvovaginal mycotic infection ("vaginal yeast infections"), tendonitis ("tendonitis"), insomnia ("insomnia"), blindness ("vision loss"), fatigue ("chronic fatigue"), fibrocystic breast disease ("cysts and fibroids in the chest"), hyperhidrosis ("excessive sweating") and limb discomfort ("feeling of heavy legs") and was found to have weight increased ("weight gain"). At the time of the report, the abdominal distension, tinnitus, flatulence, vulvovaginal mycotic infection, tendonitis, insomnia, weight increased, blindness, fatigue, fibrocystic breast disease, hyperhidrosis and limb discomfort outcome was unknown. The reporter considered abdominal distension, blindness, fatigue, fibrocystic breast disease, flatulence, hyperhidrosis, insomnia, limb discomfort, tendonitis, tinnitus, vulvovaginal mycotic infection and weight increased to be related to essure. Lot number: d46951 UDI: (B)(4), d46951, manufacturing date: 2015-01, expiration date: 2018-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ('swollen abdomen/bloating') in a (B)(6) year-old female patient who had essure (batch no. D46951) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2018, the patient experienced abdominal distension (seriousness criterion medically significant), tinnitus ("tinnitus"), flatulence ("flatulence"), vulvovaginal mycotic infection ("vaginal yeast infections"), tendonitis ("tendonitis"), insomnia ("insomnia"), blindness ("vision loss"), fatigue ("chronic fatigue"), fibrocystic breast disease ("cysts and fibroids in the chest"), hyperhidrosis ("excessive sweating") and limb discomfort ("feeling of heavy legs") and was found to have weight increased ("weight gain"). At the time of the report, the abdominal distension, tinnitus, flatulence, vulvovaginal mycotic infection, tendonitis, insomnia, weight increased, blindness, fatigue, fibrocystic breast disease, hyperhidrosis and limb discomfort outcome was unknown. The reporter considered abdominal distension, blindness, fatigue, fibrocystic breast disease, flatulence, hyperhidrosis, insomnia, limb discomfort, tendonitis, tinnitus, vulvovaginal mycotic infection and weight increased to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.